Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se reseated the cables and connectors and after putting it all back together, the issue was resolved. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator had a blank screen. The ventilator was not in use on a patient at the time of the reported event.